Event description:
During a cataract extraction procedure, the bipolar mode of this unit would not function. Another bipolar unit was used complete the procedure.

Manufacturer narrative:
See evaluation codes in section h.6.